Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, the customer indicated the device could not be found and will not be returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a peripheral atherectomy procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, an issue occurred retrieving the suture. The device was removed over a guide wire and a second proglide device with a non-abbott hemostasis dressing pad were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.